Manufacturer narrative:
A field service engineer evaluated the system based on the customer complaint. The reported problem could not be reproduced. The service engineer cleaned the solenoid as a precautionary measure. The system has returned to service with no similar issues reported.

Event description:
It was reported the swivel mechanism of the epiq elite ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer repaired the system by cleaning the solenoid, which allowed the locking mechanism to be fully engaged. Philips has started an investigation, and upon completion, a follow-up report will be submitted.